Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing gastrointestinal (gi) bleeding. The patient was admitted for the gastrointestinal bleeding, but had since recovered and was discharged. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 12 mos. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history record revealed the device met applicable specifications. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.